Manufacturer narrative:
[Letter of repudiation.pdf, response_mw5077749_00.pdf.pdf].

Event description:
The rectal tube was reported to have 1 cm hole in the tubing which allowed feces to leak out. The device was reported to have been used in a patient who had pressure sores. Upon observing the malfunction, the device in question was removed and a new one was inserted.